Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen cannot be calibrated, and that certain buttons or options are not functioning. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A service proposal or quote was sent to the customer for device repair but was later cancelled as there was no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.